Event description:
It was reported that the device showed a high percentage of pathological atrial events. A holter monitor report showed abnormal pacemaker function with pauses up to four seconds. Artifact was also noted on both the atrial and ventricular channels when the patient moved an arm up to the head. The device was explanted and replaced. The right ventricular (rv) lead was moved to the left ventricular port of the new device and remains in use. A new rv lead was implanted. The atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the device was returned and analysis found no anomalies.